Event description:
The customer reported when the system heated up the images disappeared. Also, the system lost pt data. No report of pt injury.

Manufacturer narrative:
It was not disclosed whether or not the system was repaired by a ge healthcare engineer. No conclusion can be drawn. However, no report of pt injuries.